Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter¿s meter and strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. The customer has also alleged that the result of 5.3 inr they acquired on (B)(6) 2021 was missing from the result memory. The last result recorded was 5.3 inr taken on (B)(6) 2021. It is possible the customer was in the memory mode when testing and misinterpreted the result displayed in the memory as a new test result. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation: the occupation is patient/consumer.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). It was also alleged that the measured meter value was missing from the meter's patient result memory. This medwatch will cover the test strips that were used at the time of the event. Please refer to the medwatch with patient identifier (B)(6) for information related to the meter. A sample from the patient was tested using the meter, resulting in a value of 5.3 inr. This value was not observed in the meter's patient result memory and was alleged to be missing. The meter's time and date settings were verified to be correct. Immediately after testing with the meter, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.3 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.